Event description:
It was reported to boston scientific corporation that a microvasive obtryx/lynx system was implanted during a mid-urethral pubovaginal sling, bilateral salpingo-oophorectomy, laparoscopic-assisted vaginal hysterectomy, uteroreductive technique procedures for the pre-operative and post-operative diagnoses of uterine fibroids, pelvic pain, dysmenorrhea, menometrorrhagia and female urinary stress incontinence performed on (B)(6) 2012. The patient tolerated these procedures well and was taken to the recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2012, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeons are: (B)(6). (B)(4).